Event description:
It was reported that the patient complained of heart failure. The patient's physicians requested to confirm a causal relationship with the left ventricular assist device (lvad). The patient condition was not device related. The patient experienced symptoms of anemia including schistocyte and low haptoglobin. The patient received a blood transfusion and iron administration. Bleeding from the small intestine was confirmed, hemostasis was performed, and the patient's condition stabilized. The patient was scheduled to be discharged.

Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events (anemia, and gastrointestinal bleeding) could not be conclusively established through this evaluation. Evaluation of the submitted log files revealed that no atypical events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. A and the heartmate 3 lvas patient handbook, rev. C are currently available. "Introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.